Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust and suspend insulin delivery as intended. Customer¿s blood glucose level decreased to 48 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support reviewed pump data and determined the pump was delivering insulin based off the pump¿s personal profile settings and not based off the control iq settings. A pump reset was performed to resolve the issue, and customer continued to use pump for insulin therapy.